Event description:
It was reported by a carefusion service technician that the ventilator shut down when the o2% is set higher than 21%. This problem was found during service and was not reported by the customer.

Manufacturer narrative:
Result: o2 blender had exposed wires that caused a short. This MDR is being filed beyond the 30 day reporting timeline.